Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, the device was protruding more than the last pacers. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.